Manufacturer narrative:
Unit was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform the displacement due to blank display. Pump received with cracked battery tube threads.

Event description:
The customer reported via phone call that the battery cap fell off and his connection to the battery is gone. The blood glucose was 254 mg/dl. The troubleshooting determined that, the insulin pump should be replaced and revert to a back-up plan per healthcare professional instructions. The device will be returned for the analysis.